Manufacturer narrative:
Additional information is provided in sections h.3, h.6 and h.10. A sample was not received at the manufacturing site for evaluation for the report of remnants on the blade were retained in the eye; therefore, the condition of the product could not be verified. Even though no lot number was identified with this complaint; our products are processed and released according to the product¿s acceptance criteria. The photos provided by the customer were reviewed by the manufacturing site. The photos are of a magnified eye with what appears to be white/silver spots, the reported foreign material is visible in the photo however the identity and the source of where the foreign material came from could not be confirmed. The photo confirms the foreign material, however due to no sample returned a root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is first of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that two ophthalmic knives had glittering debris on the wound edge when the surgeon used to make the incision during a descemet¿s membrane endothelial keratoplasty (dmek). The small metal particles were very fine and were retained in the patient's eye, which were seen only with a slit lamp. The physician suspected that the particles were originated from the knives. The surgery was completed by using a new knife. There was no harm to the patient. Additional information has been requested.